Event description:
The customer reported the system was not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found tye leg extensions were not seating properly, preventing the system from producing x-rays. The ge representative cleaned and lubricated the press points and linkage. The system operates as intended.